Event description:
It was reported that the image on the 9800 system would not automatically swap from the left monitor to the right monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The auto swap function was not set up on this system. The settings were changed during the service call. The system was tested, and found to be working as intended, and put back into service.